Event description:
It was reported that patient had one cassette left and alto said it was too soon for a refill and requested replacements. Also said that over the last week and a half, they were running higher and multiple cassettes ran out of insulin sooner than expected. On one occasion, their cgm read over 400 mg/dl. Resolved the issue by changing out leaking infusion site. There was no patient injury. Patient details were provided: the patient is not hispanic/latino, white male, 23 years of age, weighing 225 lbs.

Manufacturer narrative:
H3: investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.